Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss and catheter restriction alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: d10, h6 (medical device problem code). Keeping UDI partial in emdr (B)(6) as serial number is unavailable. Esp guided troubleshooting (fill followed by start) resolved the alarm and allowed therapy to resume. A prior catheter restriction alarm was noted, and the patient was alert and moving in bed. The alarms were attributed to patient movement and catheter positioning, with monitor review showing a catheter kink. Esp recommended hip hyperextension and assessment of the insertion site to correct the kink. (B)(6) expressed appreciation and was advised to contact esp if alarms recur. A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period 80 msec and deflation period msec. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues.

Event description:
N/a.